Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. Alleged failure: the tip of the sheath was bent and a piece of it was missing. The probable root causes could be: the electrocautery probe is not in contact with tissue, the electrocautery probe is activated while irrigating or aspirating fluid, the electrocautery probe is activated while there is irrigation fluid in the cannula, the sheath is extended or electrosurgical probe is improperly assembled to the suction/irrigator, or generator power set too high. (B)(4).

Event description:
It was reported during surgery that the tip of sheath was missing and potentially breaking off inside the patient.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported during surgery that the tip of sheath was missing and potentially breaking off inside the patient.